Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). On an unreported date, the drugs were withdrawn. The patient went to the hospital for abdominal pain. The solution coming out of the patient was discoloured and contained fibrin. The patient was diagnosed with peritonitis. The patient was given unspecified antibiotics and pain medication. At the time of this report, the patient was still hospitalized, he had not been out of bed yet. The patient's spouse stated they have never had any problems with the solutions. Peritonitis developed because patient's bowels were weak and had bowels ruptured. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4): the exact date of this peritonitis event is unknown. However, the patient experienced peritonitis in (B)(4) 2013. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.